Event description:
It was reported that during a laparoscopically assisted distal gastrectomy procedure, a surgeon applied the device with a reload on the duodenum as usual. When he completed the second stroke of firing, he could not finish the third stroke. Then he tried to open the device with the manual release button, but he could not do it. So he cut the tissue by force. Surgery was prolonged fifteen minutes.

Manufacturer narrative:
Information anticipated, but unavailable at this time.